Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and it jammed and would not fire. There was no patient consequence reported hey used another device to complete the procedure.

Manufacturer narrative:
(B)(4). Advancer bypass/jaws unable to open, open after assisted the analysis results found that the device was received in good visual condition. The device was cycled, fed six conforming clips and the advancer bypassed three clips causing pear shaped clips. During the advancer bypass incidents the jaws remained in closed position; the trigger was manually assisted in order to open the jaws. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.